Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump black box showed dates from (B)(6) 2014. There were no unexplainable pump reboots observed in the black box. The pump powered on normally with the returned battery cap. The battery cap threads were observed to be damaged and the cap was unable to fully tighten to the pump. The battery compartment was cracked in the thread area and below grip pad. The battery compartment threads were also damaged. A power loss was not observed. During testing, the pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The issue of no power was not duplicated during investigation.